Manufacturer narrative:
One device was received. A visual inspection found a bubbled downstream occlusion (dso) seal and cracked battery compartment. Review of the event history log was not able to confirm the customer¿s reported issue of recurring air in line alarms. Ehl showed very few air in line alarms which do not require air detector replacement. Also found a high number of dso occlusion alarms. During the functional testing, the customer reported issue of air in line alarms was unable to be confirmed or duplicated. The cause of the reported issue was unable to be determined. The dso seal and battery compartment were replaced, and the device was preventatively served. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump keeps showing ¿air in line¿ alarm when running. There was patient involvement but no patient harm reported.

Manufacturer narrative:
Supplemental report filed to correct reporting become aware date to - 4/28/2025.